Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department from the emergency room with an unsigned noted that stated "touchscreen not working." Not tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.